Event description:
Meter was reading inaccurately erratic. The pt was not experiencing symptons at the time of testing. They obtained a result of 18.6 mmol/l on their meter. They retested on their meter within 10 minutes and obtained a result 23.6 mmol/l. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and cleaning the puncture site were done correctly. The pt performed two control solution tests with one vial of test strips, both failed. Based on the info provided, there was a meter malfunction. There is no evidence that the meter contributed to a serious injury. A new meter and testing supplies are being sent to the pt.